Event description:
It was reported the asymptomatic patient presented for routine pacemaker change. Upon interrogation, low pacing impedance value was noted. After connecting the new device, the measured impedance was within normal limits. It was observed, blood contaminated the header of explanted device. Patient was stable.

Manufacturer narrative:
Event of blood/tissue in the header was confirmed. Field event of low pacing impedance was not confirmed. Visual inspection on septum showed punch out holes on atrial septum and small amount of body fluid was noted inside of a and v connected bore. Electrical testing found telemetry, pacing and impedance functions of the device to be normal. Analysis performed at nominal settings, including thermal and mechanical testing of the device did not find any anomaly. Longevity assessment was performed in field settings, and device was in normal range of operation at explant with appropriate remaining longevity.